Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned device consisted of a sterling otw balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic inspection of the balloon and markerbands found no evidence of damage or irregularities. Microscopic inspection found no irregularities or damage. Microscopic inspection revealed bilateral holes in the outer shaft 15.5 cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 11-may-2016. It was reported that shaft leak occurred. The 90% stenosed target lesion was located in a moderately tortuous shunt in the left upper arm. After crossing a non-bsc introducer sheath and guide wire, a 7.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. The device was inflated; however, the pressure did not increase at all. The device was removed from the introducer sheath and was inspected outside the patient. It was confirmed that liquid in the inflation device was leaking from the balloon shaft at approximately 15cm from the balloon. The procedure was completed with an 8x40 mustang balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a shaft hole/perforation.